Event description:
It was reported the patient had a tingling sensation on the right side of their mouth, tongue, arm, and hand all on the right side. It was noted when the patient had gotten out of the pool they had a shocking sensation on their right side. About a week prior to report they felt a tingling sensation for a few seconds. It was stated it would come and go and it started to happen more often and it got worse. The patient had turned the device off and it went away. It was noted they left it off for a while and then turned it back on later and on the day of report the tingling sensation had come back. The device was on at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v385086, implanted: 2010-(B)(6), product type lead. Product ID 3387s-40, lot# v385086, implanted: 2010-(B)(6), product type lead, product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 64002, lot# n439475, implanted: 2014-(B)(6), product type adapter. Product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had a loss of efficacy that was unrelated to the stimulation therapy. The patient was scheduled for an MRI of the brain. About 4 months prior to report they had not been receiving therapy on the left hemisphere. The right hemisphere was working just fine. They thought the connection on the header block was not properly connected. The electrode impedances read: c<(>&<)>0: 9685 ohms, c<(>&<)>1: 8379 ohms, c<(>&<)>2: 8202 ohms, c <(>&<)>3: 9421 ohms, 0<(>&<)>2: 5420 ohms, 0<(>&<)>3: 7178 ohms, and 1<(>&<)>3: 4951 ohms.

Event description:
Additional information received reported the patient was having surgery on (B)(6) 2015 to replace her extensions and implantable neurostimulator (ins).

Event description:
Additional information indicated the patient experienced a jolt that ran from her mouth to the end of her right hand approximately two weeks after implant. The jolt lasted only a few seconds but the same thing occurred two more times within a couple of weeks. Since then the patient has had no relief from the tremors on her right side at all. Her physician could not figure out what was wrong and the representative could not get it set so it would work either. The patient met with her surgeon who had done her previous operations and surgery was performed in january, as previously noted. During the surgery, it was discovered one of the leads was broken. The cause was unknown as the patient has had no head trauma, never hit her head, fell down or anything related. It was indicated they felt it had to be "improper equipment" that caused the patient 8 months of misery. The patient had a hard time drinking and eating due to the shaking and felt embarrassed when she was out in public. The patient had gotten depressed "over the whole thing." The patient had to go through two more surgeries than she would have had to, which were very painful afterwards. The patient had to shave her head which was "trauma in itself." Two days later, it was reported the patient's symptoms were being controlled by her new implant. However, it was noted the patient was not "back to normal"; she was still pretty tired and her head was still hurting.

Event description:
Additional information received reported that the patient was doing great and the therapy was working as it should.

Event description:
Additional information received reported that the patient would be scheduled for an extension revision in the next month following the date of this report.